Manufacturer narrative:
The device has not been received for analysis as of the date of this report; therefore, a failure analysis is not available. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during unpacking, it was noted that the outside box of the amplatz was fine, however, one of the five pouches inside had a slit in the back. No contact with pt.